Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
The customer is unable to calibrate the axsym rubella igg reagent, lot# 60943m100. Error codes 1048 (a/b ratio too high) and 1111 (master calibrator 1 too high) were generated. The customer was instructed to centrifuge calibrator a before calibrating which did not resolve the issue. There was no impact to pt management reported.